Event description:
It was reported that during the use of the product, an event that was suspected to be leakage of air was observed. So the customer changed it to another new one. After that, the situation was remedied. No patient injury reported.

Manufacturer narrative:
UDI and device serial number/lot number are unknown. No information has been provided to date. PMA/510k is unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One (1) photo was attached to the complaint created. During the analysis conducted it could be observed a top view of circuit breathing product; however, no issues related to failure mode reported could be observed. The returned sample was visually inspected under normal conditions of illumination. No damages nor other workmanship defects were detected. The sample was submitted to a leak test inspection. The circuit was connected and successfully passed the test; thus, the failure mode reported was not confirmed. No root cause was determined, and no corrective actions were required since the complaint was not confirmed. No problem found. No lot number was provided; therefore, device history record review could not be completed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).